Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain in their left arm. It was also reported that the following issues were observed on the right atrial (ra) lead: no capture, diminished p-waves, undersensing, perforation and dislodgement. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.